Manufacturer narrative:
The following report is submitted to relay additional information. The reported event is confirmed as the returned device was fractured. The visual inspection of the tasp exhibits signs of repeated as well as post feature fracture. This device has an unknown frequency of use. Device history record (DHR) was reviewed and no discrepancies were found. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture; this device was manufactured prior to the modification. The root cause is attributed to the previously addressed design issue. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the surface provisional had broke during surgery. No adverse events have been reported as a result of the malfunction.